Event description:
It was reported during a laparoscopic appendectomy the surgeon said the first firing was fine and second firing on mesh was very smooth, but when instrument was opened there seemed to be many staples not on the tissue and the cut line was oozing. This seemed unusual to the surgeon so they opened an er320 and clipped along the staple line for assured hemostasis. There was no pt consequence.

Manufacturer narrative:
Tracking #.47958. Ees #.977819-1/c. D5; h2,3,4,6; g4: added addition info. D6: corrected field to read na. Endopath ets: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "staple line oozing" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications.